Event description:
It was reported in an article reviewed by manufacturer that vns patients are experiencing bradycardia and tachycardia with stimulation. A decrease in r-r variability is sometimes seen in patients at risk of sudden cardiac death. Attempts for further info are in progress.

Manufacturer narrative:
Han p, frei mg, osorio I. Probable mechanisms of action of vagus nerve stimulation in humans with epilepsy: is a window into the brain [abstract]? Epilepsia 1996;37 (5suppl):83s.